Manufacturer narrative:
H.6. Investigation: one video showing a spinal needle connected to a syringe was provided to our quality team for investigation. Upon visual inspection, a leak is observed when the plunger from the syringe is pushed. Three retained samples of lot 1806007 were used for additional evaluation. The products luer dimensions and diameters were evaluated and found to be within required specifications. Leakage testing was performed, connecting the needle to a compatible syringe. The connection between the luer was secure and in all cases liquid moved from the syringe through the spinal needle with no leakages observed. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A device history review was performed for lot 1806007, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. It is important to verify the syringe is compatible with the spinal needle to ensure a secure connection. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that leakage occurred during use with a whitacre set 27ga 3-1/2in. The following information was provided by the initial reporter, "the "trocar" leaks. Additional information: there was no exposure of blood or chemotherapic to the skin or mucous. The sample is not available."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a whitacre set 27 ga 3-1/2 in. The following information was provided by the initial reporter, "the "trocar" leaks. Additional information: there was no exposure of blood or chemotherapic to the skin or mucous. The sample is not available."